Event description:
Heavily calcified bilateral iliacs. Borderline aneurysmal with a very high degree of tortuosity and ca+. As the physician tried to insert the device several times the main body would get kinked in the tortuous common iliac artery. After attempting several dilations with angioplasty balloon (14 millimeter and a 16 french dilator) and then attempting the access on the left where it was even more torturous, and the device could barely make it to the left hypogastric artery. After inserting the device on the right femoral artery once again the physician began to rotate the main body clockwise the nose cone made an l at the angulation and tortuous calcific iliac artery. Then the physician rotated the main body counterclockwise close to 720 degrees at that point the tip unscrewed itself from the main body device. He was able to insert a small balloon through the wire inflated halfway into the nose cone and retrieved it. As I went to get another device, he had screwed the nose cone back onto the device and inserted it through a 20 french gore dry seal sheath. The device tracked nicely, and we deployed 30 by 100 main body with two 24 by 100 limbs. The physician said it was not a device failure and he did not want to report it because he felt it was his fault that he over rotated it too quickly. He does not wish to be contacted about this, but I felt it was important for us to make sure that these tips are secured tightly and are glued. Patient outcome - "after I suggested the 20fr dryseal, the device was deployed appropriately as well as the limbs. Case was a success."

Event description:
Heavily calcified bilateral iliacs. Borderline aneurysmal with a very high degree of tortuosity and ca+. As the physician tried to insert the device several times the main body would get kinked in the tortuous common iliac artery. After attempting several dilations with angioplasty balloon (14 millimeter and a 16 french dilator) and then attempting the access on the left where it was even more torturous, and the device could barely make it to the left hypogastric artery. After inserting the device on the right femoral artery once again the physician began to rotate the main body clockwise the nose cone made an l at the angulation and tortuous calcific iliac artery. Then the physician rotated the main body counterclockwise close to 720 degrees at that point the tip unscrewed itself from the main body device. He was able to insert a small balloon through the wire inflated halfway into the nose cone and retrieved it. As I went to get another device, he had screwed the nose cone back onto the device and inserted it through a 20 french gore dry seal sheath. The device tracked nicely, and we deployed 30 by 100 main body with two 24 by 100 limbs. The physician said it was not a device failure and he did not want to report it because he felt it was his fault that he over rotated it too quickly. He does not wish to be contacted about this, but I felt it was important for us to make sure that these tips are secured tightly and are glued. Patient outcome - "after I suggested the 20fr dryseal, the device was deployed appropriately as well as the limbs. Case was a success."